Event description:
A healthcare professional from medline reported to baxter france of an uromatic set that was found with particles inside the packaging. According to the reporter, the particles are due to incorrect cutting of the packaging. This condition was discovered before usage. Pictures are available of the defective product. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Upon additional investigation, the reported condition could not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). Upon further review of complaint information, this incident was determined to be a duplicate of the incident reported in medwatch 6000001-2012-08817.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. However, pictures of the sample's packaging are available. Once an evaluation of the pictures has been performed, an additional follow-up medical device report will be submitted. This is a product not distributed in the us and does not have a 510k number.